Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer states the threads of the gauze are falling apart. The product was falling apart as soon as it was unfolded.

Manufacturer narrative:
Submit date: 04/22/2016 the device history record (DHR) for lot 15j102962x indicates that there were no defects detected in the 80 samples inspected from the lot. One sealed package containing 10 banded sponges and one opened wadded sponge was returned with this complaint. The sample contained in the sealed package was removed and shaken to find short fibers within the fold that fell from the sponge. The reported condition is confirmed. During the slitting of the gauze into slit widths the blades may create short fibers that the vacuum system picks up. If the vacuum is not set at a strong enough level then the fibers may not be picked up. The product is meant to be used as produced without unfolding. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. A formal corrective and preventative action (CAPA) was opened because of linting/short fibers and is currently in an open investigation status. The corrective action plan for this CAPA is to develop a process: to measure the amount of short fibers per sponge. Install a system to signify if the vacuum is working on the tenter and is on. Increase the amount of suction on the tenter vacuums. Create a system to make sure all knife assemblies in process described are aligned properly before the cutting process. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.